Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition post procedure.